Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. Visual inspection observed that the shaft was broken 11.5cm from the hub of the catheter, the inner liner was exposed and stretched 8.3cm in length. A coating confirmation test was carried out to check the presence and integrity of the coating. Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 135/20 renegade¿ hi-flo¿ was selected for use. During preparation, flushing was performed in the retaining coil of the renegade catheter. However, it was noted that the outer sheath of the catheter was separated in multiple sections along the shaft of the renegade. The device was observed to be pulled apart and unraveled. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. A 135/20 renegade¿ hi-flo¿ was selected for use. During preparation, flushing was performed in the retaining coil of the renegade catheter. However, it was noted that the outer sheath of the catheter was separated in multiple sections along the shaft of the renegade. The device was observed to be pulled apart and unraveled. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4).